Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000996, g7 screw 6.5mm x 15mm, lot#: 6788316. Catalog#: 010000999, g7 screw 6.5mm x 30mm, lot#: 6777630. Catalog#: 010001002, g7 screw 6.5mm x 45mm, lot#: 6619234. Catalog#: 31-323230, 3.2mmx30mm rnglc+ acet drl bit, lot#: 504230. Catalog#: ep-200148, act artic e1 hip brg 28x42mm, lot#: 621820. Catalog#: 110024463, g7 dual mobility liner 42mm, e lot#: 193030. Report source: (B)(6). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 23 days post implantation due to acetabular fracture. Attempts have been made and additional information on the reported event is unavailable at this time.